Event description:
Pt reported the buttons on the infusion device seems to not work at times. Pt stated he has had problems with the menu button. Pt reported the buttons on the side of the infusion device, the up and down arrow buttons do not always react when being pressed. Pt stated he thinks the menu button also has shown signs of not responding. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.